Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 102 unopened ultraflex mecs were received. No obvious defects were noted. Adhesive peel test was performed and samples were tested. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be within specification (0.60-2.10lbf). Samples 17 and 18 were not measured properly due to accidental stopping of the test prior to completion. These two samples were discarded and new tests were performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive was too strong and as a result the patient could not use the male external catheters. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive was too strong and as a result the patient could not use the male external catheters. No medical intervention was reported.